Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail, the customer went to the emergency room due to high blood glucose was diagnosed with diabetic ketoacidosis. Customer also had mentioned a week prior from the call he woke up with a high over 200 mg/dl. Sometimes he has high blood glucose and low blood glucose would sneak up to him. Customer has neuropathy. The device is not being returned for analysis.